Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found calibrated the o2 sensor. These performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the o2 (oxygen) sensor on an 840 ventilator failed calibration. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.